Manufacturer narrative:
Product has been received by MFR, but investigation report is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: the sponge is flaking off. No injuries reported.